Event description:
Reportedly, while the patient was hospitalized on(B)(6)2020 for an ischemic disease, an atrial tachycardia associated to ventricular pacing at 90 min-1 were observed. After the minute ventilation sensor was deactivated, the ventricular pacing slowed down. However, as the issue happened again, it was decided to reprogram the pacing mode to ddi.

Manufacturer narrative:
Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, while the patient was hospitalized on (B)(6) 2020 for an ischemic disease, an atrial tachycardia associated to ventricular pacing at 90 min-1 were observed. After the minute ventilation sensor was deactivated, the ventricular pacing slowed down. However, as the issue happened again, it was decided to reprogram the pacing mode to ddi.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, while the patient was hospitalized on (B)(6) 2020 for an ischemic disease, an atrial tachycardia associated to ventricular pacing at 90 min-1 were observed. After the minute ventilation sensor was deactivated, the ventricular pacing slowed down. However, as the issue happened again, it was decided to reprogram the pacing mode to ddi.